Manufacturer narrative:
The esg-100 electrosurgical unit was not returned to olympus for evaluation/investigation, since there was no malfunction and the device is still being used by the user facility. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-100 electrosurgical unit. In addition, a manufacturing and quality control review was performed without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the patient's stomach was perforated while the physician was treating a bleeding by electrosurgery. The intended procedure was then canceled and the patient was transferred to another hospital. No further information was provided, but there was no report of any malfunction.